Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the screw thread of orange sure trak deteriorated. There was no patient present at the time of the issue.

Manufacturer narrative:
The suspect instrument was returned to the manufacturer for analysis. The instrument was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.